Event description:
It was reported that during an implantation procedure, the lead could not be inserted into the pacemaker correctly. The lead could be pulled out easily. A different pacemaker was used successfully and the parameters obtained were good. The patient was stable.

Manufacturer narrative:
The reported event of leads unable to be fixed in the pacemaker was confirmed. Analysis found that the atrial and ventricular setscrews were screwed down in the connector ports blocking the leads from fully inserting into the connector ports. Inspection of the device found considerable damage to the setscrews and septum from incorrect wrench insertions by the user in the field. After the setscrews were backed out from the blocking ports, the leads could be inserted normally. The problem was found to be user related. The device was found to be electrically normal with battery voltage near beginning of life (bol).